Manufacturer narrative:
Clarification: the luer lock disconnected and detached from the cartridge multiple times. Customer reported ketones generally occur when blood glucose reaches 300 mg/dl. (B)(4). The t:slim g4 user guide states, "always twist the luer-lock connection between the cartridge tubing and the infusion set tubing an extra quarter of a turn to ensure a secure connection. A loose connection can cause insulin to leak, resulting in under delivery of insulin. This can cause high blood glucose."

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels up to 300 (mg/dl) during the night. Reportedly, the luer lock disconnected and detached from the cartridge. The customer delivered insulin to address their bg level. Recommendation was made to consult with a health care provider to discuss diabetes management.